Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm of the c7 segment of the right internal carotid artery, with a max diameter of 6.8 mm and a 4.1 mm neck diameter. It was noted that the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the stent-assisted coil embolization was performed. A treatment pathway was established via femoral artery puncture. After the guidewire advanced the microcatheter into position, an axium coil was delivered into the microcatheter and advanced into the aneurysm. Once in position, the coil could not be detached. The secondary detachment point was manually activated, but the coil still could not be detached. The number of attempts made by the physician to detach the coil with the instant detacher is unknown. The physician did not attempt detachment using another instant detacher. A manual detachment attempt via hypotube was performed. The number of times the manual detachment method was attempted is unknown. The instant detacher will not be returned for investigation because it was lost. No issue with the instant detacher was reported. To ensure procedural safety, a new coil was used instead, and the procedure was completed safely. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that it was unknown if there were any causes or contributing factors for the event were identified. Prior to coil non-detachment no issues were encountered. No pushwire damage was observed after removal from the patient.